Manufacturer narrative:
Investigation summary: review of the submitted system controller log files confirmed the reported elevations in pump power; however, a specific cause for the power fluctuations could not be determined through this evaluation. A specific cause for the reported elevated ldh/possible hemolysis could not be determined and the potential presence of pump thrombosis could not be confirmed as the device remains in use. Moreover, a direct correlation between the device and the report of a possible gi bleed could not be determined through this evaluation. It was reported on 31dec2018 that the patient was admitted secondary to dyspnea on exertion and lightheadedness. At that time, the patient experienced an uptrending ldh level and was reportedly being evaluated for a repeat gi bleed versus hemolysis. On device interrogation, the account reportedly observed elevations in pump power. System controller log file data was submitted in order to aid in ruling out or identifying hemolysis. It was additionally reported on 09jan2019 that the patient remained admitted and was being evaluated for pump thrombus. The submitted system controller log files cumulatively contained data from 30nov2018 ¿ 09jan2019 and showed that pump power and estimated flow appeared to remain generally stable in the ranges of about 5-6.5 watts and 4-6 lpm, respectively; however, some unsustained elevations in pump power and correlating elevations in estimated flow values were noted, peaking at 10.2 watts and 11.9 lpm, respectively. Despite the recorded pump power and flow fluctuations, the system appeared to be operating as intended. No atypical alarms or events were captured and the pump speed remained above the low speed limit for the duration of the log file data. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided and the complaint file will be closed accordingly. The patient remains ongoing on the pump. The heartmate ii lvas IFU lists device thrombosis, hemolysis, and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Approximate age of device- 2 years, 9 months. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced dyspnea on exertion and lightheadedness. The patient was evaluated for possible gastrointestinal (gi) bleeding, hemolysis, and thrombus. No additional information was provided.